Event description:
Upon receipt of additional information, it has been determined this report is a duplicate of 0001825034-2014-08445 the initial report was forwarded in error and should be voided. If additional information regarding this event is received, a supplemental report will be filed under 0001825034-2014-08445.

Manufacturer narrative:
Upon receipt of additional information, it has been determined this report is a duplicate of 0001825034-2014-08445 the initial report was forwarded in error and should be voided. If additional information regarding this event is received, a supplemental report will be filed under 0001825034-2014-08445.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Medical devices: item number: unknown, item name: unknown mom head, lot #: unknown, item number: unknown, item name: unknown stem, lot #: unknown. Foreign report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08550, 0001825034 - 2018 - 08552 . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient required a mass removal approximately 2 years post-implantation. Subsequently, patient was revised approximately 3 years post-implantation due to pain. Attempts have been made and no additional information is available.